Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown lcp distal radius system (for lcp dia-meta volar distal radius plates plates/screws constructs)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing fracture fixation of distal radius fractures. Failed fixation of distal radius fractures has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 397 patients had subsequent surgery within 12 months after their index surgery (treatment of distal radius fractures) for an additional fracture repair surgery or hardware removal procedure in the distal radius. 39 patients had nonunion within 12 months post-surgery. 55 patients had malunion within 12 months post-surgery. This is for depuy synthes lcp distal radius system (for lcp dia-meta volar distal radius plates plates/screws constructs). It captures the reported event of subsequent surgery within 12 months after their index surgery (treatment of distal radius fractures) for an additional fracture repair surgery or hardware removal procedure in the distal radius. This is report 1 of 20 for (B)(4).